Event description:
It was reported that the ilet bionic pancreas touchscreen was cracked after the device contacted the corner of a tablet, resulting in a nonfunctional display and inability to use the device; the device had been synced prior to shut down and the user planned to return the pump. Customer care provided assistance that included assessment of damage based on user report, and replacement logistics. Investigation of this case revealed physical damage to the touchscreen consistent with external impact, with no evidence of manufacturing or design nonconformance identified from available information. No clinical adverse symptoms, and no injury reported as a result. Outcomes included interruption of insulin pump therapy and need for replacement and coordination of interim management with the healthcare provider while traveling. It was concluded that the failure mode was due to accidental physical damage to the touchscreen and that device replacement is indicated.